Event description:
Customer reported that two cystoscopes were used in a cystoscopy case. Procedure went routinely without incident. There was no malfunction of the device during the case. Patient developed an infection, but reporter was not sure of the time lapse between the case and the infection onset. Patient returned to the hospital and is currently onsite being monitored. We subsequently learned it was a pseudomonas infection. The patient is still hospitalized but was reported to be doing much better. There were two cystoscopes used for the case, model 27030kak and 27030kbk. This report is for model 27030kak (case #971719). A separate MDR (case #971720) will be submitted for model 27030kbk. Additional patient information is not available.